Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's electrode belt had exposed wires. Support had the patient remove the battery pack since he was also on the hospital telemetry. Support sent a patient service representative (psr) to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have an open connection in the distribution node. The cable from ECG c to the distribution node was completely pulled out of the distribution node. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is unknown, but is likely due to strain placed on the cable during patient use. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.